Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: "before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the lid being contacted with a scope when it was closed and/or something hard hit the lid.

Manufacturer narrative:
An olympus field service engineer (fse) went out to the user facility to evaluate the device. The user¿s complaint was confirmed. The fse found the lid was cracked at the back right behind the float switch, where the gasket sits. The crack could have been caused when the top lid was closed with the air/water connector hanging on the side. The total cycle count was 3975. The fse replaced the plastic lid and attached the stickers. The machine was tested by running a cycle to make sure there were no leaks around the lid gasket. The cycle was completed without any errors. The equipment was repaired and fully operational. A supplemental will be submitted if new information becomes available.

Event description:
The user facility reported that the plastic part of the lid is cracked. The crack is toward the left rear of the machine. The machine was running a cycle at the time of the report, so the total cycle count was not available. There was no patient involvement. No additional information was provided.